Manufacturer narrative:
Investigation evaluation: the device was returned with the clip attached. The device was tested outside the endoscope and it would not open. A visual examination determined the clip was partially deployed. The hook has disengaged from the drive wire without clip deployment. The device was returned to the supplier for further evaluation. The supplier provided the following information: upon uncoiling the unit and laying it straight to be tested for opening and closing, with the clip in the open position, I proceeded to try and close the clip using the handle. At the slightest application of pressure, the clip was inadvertently deployed, still in the open position. Thus, no further functional testing was possible. No non conformances were observed while inspecting the device under magnification. The device history records were reviewed and were manufactured in july 2016. None of the assembly orders had devices rejected during manufacturing or final quality control (fqc) inspection for will not open. No other relevant defects were noted in the records. The original "unable to open" issue experienced by the customer could not be confirmed and the root cause could not be determined. No corrective will be taken at this time for this issue. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use states: "verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter." The instructions for use states: "close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use states: "endoscope must remain as straight as possible when inserting or withdrawing device." The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope. Caution: holding handle spool during advancement may prematurely deploy clip." The instructions for use states: "when satisfied with clip position, close clip onto tissue by using slight pressure on handle spool, until tactile resistance is felt. Note: ensure clip is pressed firmly against target site for maximum tissue capture. Caution: do not continue to pull handle spool beyond tactile resistance until ready to deploy clip; otherwise clip may not reopen." Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment however, even if the clip is not deployed, damage can occur to internal device components such as the driver legs. Once this damage occurs, the clip is in a partially deployed state and may not be able to be opened/reopened. Further attempts to open or close the clip in this state may cause the clip to prematurely deploy in either the opened or closed position. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On 02/22/2017, the following information was received: during a clipping procedure, the physician used a cook instinct endoscopic hemoclip. The user was unable to open the clip inside or outside of patient's body. There was no reportable information at that time. The device was received for evaluation and then returned to the supplier for further evaluation. Upon the supplier evaluation, the clip was deployed in the open position inadvertently.